Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: azithromycin in 2013. Concurrent conditions included asthma since (B)(6) 2015. In october 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercoaurse)"), alopecia ("hair loss"), nausea ("nausea"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the abdominal pain, dysmenorrhoea, allergy to metals, female sexual dysfunction, alopecia, nausea, urinary tract infection, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2017, (B)(6) 2016. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events (vaginal bleeding, paramenia, hair loss, nausea, uti, vaginal infection, bladder infection and stomach pain) updated, new reporters, historical drug, concurrent condition and lab test updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2017, (B)(6) 2016. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, nickel allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.